Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted ipg found them to be satisfactory. This is the final report.

Event description:
A report was received that the patient had her precision system explanted due to an infection at the pocket site. The patient's skin started to erode at the battery site and then became infected. The patient is reportedly doing well.